Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin pump had broken. The blood glucose at the time of the incident was 190 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.